Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 32 mg/dl. Subsequently, the customer lost consciousness and experienced a seizure. The customer's boyfriend administered a glucagon shot. Customer was transported by ambulance to the emergency room (ER). Bg was treated with dextrose and customer left ER 4 hours later with customer in stable condition (bg 150 mg/dl) the customer alleged that the pump delivered too much insulin. Additionally, a cartridge alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy.